Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing an alert. Follow up with the physician indicated that the alert was triggered due to low pacing impedance. Additionally some oversensing was noted. Reprogramming was performed to change the sensing vector from and the impedance alert was programmed off. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.